Event description:
The patient reported that his seizures had increased as of late. He was not sure how his current seizure frequency compared to his pre-vns levels. Furthermore, he did not currently have a vns physician. Consequently, attempts for further information are not possible at this time. However, the last known programming information for the patient's device showed it to be properly functioning.